Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is a combined initial and follow-up report.

Event description:
Name of procedure being performed: anp detailed description of event: previous issue was reported on complaint (B)(4). "I have another cer coming from the same hospital ((B)(4)) and same lot number (lot# 1375508). A surgeon had an add on case yesterday, (B)(6) 2020 where the same thing happened as before with the metal prongs coming out. This time the metal prongs came out as he was pulling back on the handle to close the bag. At the same time, the string to the bag also broke off so they were left with no string on the bag. It was all outside of the patient and fell onto the floor- the patient was not harmed. We did not have a applied rep there for the case so this information is coming through hospital staff that were in the room. They did throw away the product and the parts that broke." Thanks for getting back to me so quickly. I¿ll answer as many questions as I can right now, however it may take a few days to figure them all out since an applied rep was not in the room. Additional information received via email on 13feb2020 from applied medical account manager associate: "I found out this morning, (B)(6) 2020 by the sterile tech that was apart of the procedure. The event happened around 6:00pm cst on (B)(6) 2020 . When the doctor pulled back, the black string and the metal prongs both "shot" out and fell onto the floor. The specimen was in the bag whenever he pulled back to close the bag. A grasper was used to place the specimen into the bag. There was a [name] camera used for visualization. No other instruments used besides those two. This surgeon has used our bag for a few years at a different account. The device was removed safely from the patient. The specimen remained in the bag after the issue so they used graspers to pull the bag up towards the incision site. Then used his fingers to grab the bag and pull the device/specimen out. The string was still attached to the plunger when it broke. The string broke as he was pulling back to close the bag. There are no photos." Additional information received via email on 24feb2020 from applied medical account manager associate: "the invii went through an applied medical 5mm z-threaded trocar." Patient status: patient was not harmed type of intervention the device was removed safely from the patient. The specimen remained in the bag after the issue so they used graspers to pull the bag up towards the incision site.